Event description:
The reporter indicated that at implant the lead became dislodged after it was fixed once in the atrium. When trying to fix it again, the stylet was found to be stuck out of the lead body at approx 20cm from the lead tip.